Event description:
The user facility reported that during a diagnostic esophagogastroduodenoscopy (egd) procedure the users experienced complete loss of image. The users noted an error code e216 and b30 appeared on display. The gastroscope was withdrawn from the patient, and the procedure was completed using a different gastroscope. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the users experience of image loss and error code. The evaluation found evidence of fluid invasion inside the scope connector, and the fluid detector sticker inside the connector turned to solid pink, which is indicative of fluid invasion. There was corrosion noted on the s-plug unit and burn stain on the cable unit pins. The device passed the leak test. The image difficulty was attributed to fluid invasion. The exact cause of fluid invasion could not conclusively determined, but user mishandling could not be ruled out as a contributory factor. The device will be serviced. This report is being submitted as a medical device report in an excess of caution.